Event description:
The distributor representative contacted carefusion technical support and reported the following alleged failure. Event code traducer fault, unit was on a pt and no pt harm occurred. The pt was placed o another ventilator.

Manufacturer narrative:
(B)(4). The distributor has sent the alleged failed component back to the manufacturer. Once the component is received an evaluation will be completed and if there is further info a follow-up report will be submitted.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple xdcr fault events recorded. Perform xdcr calibration on 0cmh2o for pt802 failed at ad 4077. Powered on in operating mode and reported problem was duplicated unit vent inop. Findings/root-cause: reported problem was duplicated and isolated to bad transducer. This issue is being addressed in internal corrective action.